Manufacturer narrative:
Film evaluation summary: the exact cause of the taa enlargement cannot be determined from the films provided. Comparison of films returned from early post-implant (1 ¿ 3months) and from a recent CT at 76months, revealed that there has been gradual decrease in both the proximal and distal sealing length, with slight increase in stent graft seal diameter on both ends. Additionally, the distal section of the descending thoracic, distal to the stent graft, has showed a marked increase in angulation. The taa diameter has increased from ~40 ¿ 55mm during this implant duration. Although no clear endoleak can be confirmed from the films, it is possible that the taa is still being pressurized via these marginal seals. Disease progression (vessel dilatation) and aneurysm morphology changes (increase thoracic angulation) may have contributed to the taa diameter increase. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a recent CT revealed loss of proximal and distal seal of the talent taa stent graft. Currently, the talent taa is 15 mm distal to left subclavian artery and the aneurysm is 5.4 cm in diameter. It was noted that the patient was fine. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.